Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer encountered an error 32101 on the universal surgical manipulator 2 when docking. The customer power cycled with an emergency power off multiple times, but the issue remained. The customer noted that the power clutch on the universal surgical manipulator 2 was working but the instrument clutch was not. The procedure outcome is unknown at this time with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator 2 for failure analysis investigation. The unit was analyzed and the reported problem was confirmed and replicated. In the system logs, the error 32101 was found indicating fault on the axes controller motor (acm) board, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where it passed. The usm was then installed onto a patient side cart fixture test platform (pftp) where "usm fault check" was found to be failing on the acm board. Once testing was completed, the acm pca was applied behavioral analysis (aba) tested and was verified to be the source of the fault. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to an electrical issue from a faulty amc board, located within the usm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the intuitive helpline was contacted for troubleshooting. The procedure was completed using the same ports. There was a 1.5-hour delay from the time the robot went down till the procedure resumed.

Event description:
Refer to h11 for follow-up information.